Manufacturer narrative:
Insulin pump received with blank due to battery connector not plug in properly to interface board. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had blank display and no delivery/occlusion alarm. Customer's blood glucose value was 200 mg/dl. Insulin pump will be returned for analysis.